Event description:
(B)(6) 2023 was the first day I used the sterile saline to flush a surgical drain in my right leg. Later that night I developed a fever of 102.2 degrees fahrenheit. I am immunocompromized so sterility is important.